Manufacturer narrative:
The product was not returned to abbott for analysis. Return of the guide wire may have further aided the analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to advance or difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat the posterior tibial artery. During advancement the command guide wire became stuck inside a non-abbott crossing catheter. The command guide wire could not be removed from the crossing catheter, so both devices were removed as a unit. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.